Event description:
The user facility reported that an automated impella controller (aic) experienced a controller error alarm. The pump suddenly stopped and a controller failure alarm occurred. The aic was restarted and support was able to continue with the implanted pump. There was no patient harm.

Manufacturer narrative:
The automated impella controller has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
Corrections to the initial MFR report: g1: MDR reporting contact email. D2: device name has been updated. H6: type of investigation code added.